Event description:
Healthcare professional (hcp) reports the home patient (hp) felt full, as if they were overfilled, while using the homechoice cycler for apd therapy. Hcp relates the hp felt full during apd therapy and ended therapy early to perform a manual drain. Hcp relates the hp manually drained 2900mls of fluid, 1400mls greater than the programmed fill volume of 1500mls. According to the hcp, the hp had bypassed the initial drain at the start of apd therapy. Hcp relates the hp should not have had any fluid in peritoneum at the time they bypassed the initial drain, since they had performed a manual drain during the day. F/u with the hp reveals the hp denies discontinuing therapy to perform a manual drain as well as removing 2900mls of fluid. Hp relates that at noon hp performed a manual exchange. Hp relates they did not measure the amount of fluid they drained during the manual exchange before filling with approximately 1800mls of fluid. Hp relates that around 5:00pm the same day they felt full and performed a manual drain. Hp relates again they did not measure the amount of fluid manually drained, however, they felt the volume of fluid drained was around 1500mls of fluid. Hp states they bypassed the initial drain at the start of apd therapy, since they had manually drained earlier in the day. According to the hp, they discontinued therapy early to go fishing and did not perform a manual exchange afterwards. Hp relates they had been feeling full during apd therapy for several weeks and "felt" they were being filled with around 3000mls of fluid, however, they were unable to confirm this volume of fluid nor did they perform any manual drains. Hp relates they "felt" the homechoice cycler had been incompletely draining, removing approximately half of the fill volume before delivering the next programmed fill of 1500mls. Both the hp and hcp relate there was no pt injury or medical intervention.